Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and wanted to know if a bolus was administered correctly. Troubleshooting advised customer that the bolus history indicated the correct bolus amount. Customer declined to troubleshoot and indicated that they will call back if necessary. No further details given.